Event description:
Right-side capsular contracture baker grade 4.

Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.0g over specification.